Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Per medwatch 1000870000-2024-8016, this lead was explanted due to inappropriate shocks. Should additional information become available, this file will be updated.

Manufacturer narrative:
On 12-apr-2024 system received with handwritten medwatch form stating inappropriate shocks were due to noise. Upon receipt, the lead under complaint was found cut into 3 fragments. All fragments were received for analysis. The lead was probably cut during the extraction procedure. The insulation was found abraded through 28.5 cm distal to the is-1 connector pin, which is assumed to be the root cause of the reported oversensing leading to inappropriate shocks delivery. The abrasion was consistent with exposure to constant friction against the generator housing. Furthermore, the fixation helix was found bent, which most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.